Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7155696.

Event description:
It was reported that during the trial procedure the lead was removed abruptly to reposition the patients needle which damaged the lead and a single contact was left abandoned on patients body. The attending physician confirmed that this was not a device malfunction, but it was a user error. No harm came to the patient and patient was doing fine. The abandoned contact will be removed at surgical implant of spinal cord stimulator (scs) and the explanted trial leads will not be returned.

Event description:
It was reported that during the trial procedure the lead was removed abruptly to reposition the patients needle which damaged the lead and a single contact was left abandoned on patients body. The attending physician confirmed that this was not a device malfunction, but it was a user error. No harm came to the patient and patient was doing fine. The abandoned contact will be removed at surgical implant of spinal cord stimulator (scs) and the explanted trial leads will not be returned. Additional information was received that the physician implanted the patients spinal cord stimulator (scs) and retracted the fragmented lead that was left during the trial procedure. The patient was reportedly doing well.